Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call that customer had a high blood glucose event and the insulin pump alarmed no delivery. The customer¿s blood glucose was 33.0 mmol/l at the time of incident. Customer treated with manual injection. Customer¿s parent stated that thecustomer woke up with a blood glucose reading of 17.0 mmol/l and the insulin pump aalrmed no delivery. Unable to troubleshoot due to customer and insulin pump was not available.. The insulin pump is not expected to return for analysis.